Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified posterior tibial artery. Two 2.0x120mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheters, one 2.5x120mm amanda 14 pta balloon catheter and one 2.0x200mm armada 14pta balloon catheter were all soaked before use, successfully advanced without issue and crossed the lesion without application of additional force. A non-abbott vascular device was used for all inflations and all four balloons burst during the first inflation. The first (2.0x120 mm) burst at 10 bar, the second (2.5x120mm) at 12 bar, the third (2.0x120mm) at 12 bar and the fourth (2.0x200mm) at 10 bar. All four balloons burst in the same location in the patient anatomy. A fifth armada 14 pta balloon catheter was then successfully used to treat the lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.